Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for a farapulse procedure. During preparation, the use mentioned that they had difficulty loading the wire into the versacross dilator, which was defective (as if the tip scraped something at some point). The physician then decided to replace the device with the fixed versacross kit instead of the connect and completed the procedure successfully. No patient complications were reported. Product is not expected to return for analysis as it was disposed of at the facility. No issues were noted upon opening the device. The dilator was inserted into the sheath prior to the damage being noted.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for a farapulse procedure. During preparation, the use mentioned that they had difficulty loading the wire into the versacross dilator, which was defective (as if the tip scraped something at some point). The physician then decided to replaced the device with the fixed versacross kit instead of the connect and completed the procedure successfully. No patient complications were reported. Product is not expected to return for analysis as it was disposed of at the facility. No issues were noted upon opening the device. The dilator was inserted into the sheath prior to the damage being noted. It has been further confirmed that it was the versacross rf wire that was being inserted into the dilator.

Manufacturer narrative:
Due to additional information received, the initial MDR was updated on the b5 (describe event or problem). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.